Manufacturer narrative:
The cns shut down when the charge on the ups ran out. Restarting the ups resolved the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and that review data was not passing through to the remote network station (rns). It was later discovered that the uninterruptible power supply (ups) had shut down, possibly due to someone resting their feet on the power switch.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated an rns device was not getting review data. This rns was getting live vitals but the review data was not populating. Review data comes from the cns. Model and serial number of the rns was not provided. Model and serial number of the cns was pu-621ra 1582. Customer then found the cns was powered off; it went through a hard shutdown. The connected ups (uninterruptable power supply) was powered off. It was determined that ups was powered off by hospital personnel by accident. When both cns and ups were powered back up, all issues were resolved. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: when both cns and ups were powered back up, all issues were resolved. This was caused by inadvertent shut down of the ups. The root cause of the shutdown could not be determined to insufficient information. Cns device was put into service on 5/28/2017. Service history for this device shows this is an isolated incident. Investigation conclusion when both cns and ups were powered back up, all issues were resolved. This was caused by inadvertent shut down of the ups. The root cause of the shutdown could not be determined to insufficient information.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and that review data was not passing through to the remote network station (rns). It was later discovered that the uninterruptible power supply (ups) had shut down, possibly due to someone resting their feet on the power switch.